Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up the pacing had increased from 75 % to 100 % in vvi60 beat per minute with a 1.1 volt pacing threshold and a longevity of 3.5 years remaining. It was noted that automatic capture was disabled. Premature battery depletion was suspected. The patient will be checked at a later date. No adverse patient effects were reported.

Event description:
A review by engineering noted that no resets or memory errors were seen and that the small battery of the device appears to be depleting normally, and is at good battery status. With the data received, a more accurate determination of longevity remaining cannot be determined. The engineers description of "small battery" refers to the amp/hour capacity. It is 0,78 a/hr for this particular device. Since the diskette does not provide much more detail than above, we can also evaluate a printed memory or a save memory if desired. No further information was provided.

Event description:
Additional information noted that no actions will be taken until the next follow up. The device was reprogrammed without the automatic right ventricular thresholds.